Manufacturer narrative:
The sample was not submitted for further investigation. Since the sample could not be investigated further, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The customer¿s (B)(6) analyzer serial number was not provided. The (B)(6) analyzer serial number used at the investigation site was 65g1-25.

Event description:
The initial reporter questioned the thyroid results for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to competitor methods. Discrepant results were identified for elecsys ft4 IV (ft4 IV), elecsys ft3 iii (ft3 iii), and elecsys anti-tshr (anti-tshr) between the customer¿s e411 analyzer, the abbott alinity method, the fujirebio lumipulse method and an e411 analyzer used at the investigation site. This medwatch will cover anti-tshr. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft3 iii results and medwatch with a1 patient identifier (B)(6) for information on the ft4 IV results. Refer to the attached data for the patient results.